Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient the patient said that they haven t used their programmer to check the implant in a couple of years, as they hadn¿t needed it. They said they don¿t think its working anymore. When the patient checked their implant, they received a por (power on reset) message. Patient services reviewed the meaning of the message. They patient did not recall when they noticed it wasn¿t working anymore. They did not remember if they had any previous medical tests or procedures. Patient services reviewed possibility of ins battery depletion. The patient was redirected to contact their managing healthcare professional and request an appointment to clear the message and check device status. No symptoms were reported.